Event description:
It was reported the patient underwent right precious vein PICC puncture and catheterization on (B)(6) 2022, and the PICC catheter has been indwelled for a long time since then. On (B)(6) 2022, the right upper extremity was distended and uncomfortable, and a small amount of pus exuded around the PICC catheter of the right upper extremity. The culture showed staphylococcus aureus infection. To intravenous cefazolin 1.5g q8h.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0991 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.